Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent an unspecified surgical procedure using rhbmp-2/acs. At an unknown time post-op, the patient suffered severe injuries, including but not limited to back pain, heterotopic bone growth, and nerve damage.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that (B)(6) 2007, patient underwent following procedure: an l4 through s1 decompressive laminectomy with l4-5 and l5-s1 foraminotomy, facetectomies for neural decompression; microscopic dissection using zeiss intraoperative microscope; stealth neuronavigation; a transforaminal lumbar interbody fusion (tlif), l4-5 and l5-s1, utilizing allograft bone graft, local harvested bone, rhbmp-2; posterolateral fusion using pedicle screws l4, l5, s1 as well as peek rods and posterolateral supplemented fusion using morselized local bone graft and rhbmp-2; neuromonitoring; for pre-op diagnosis of: lumbar degenerative disk disease, spondylosis, low back pain, and bilateral leg pain. Per-op notes: after decompression, disc at l4-5 was entered first. Discectomy was completed and 8 x 22mm graft was used on both levels. There was some crack at the superior aspect of the bone graft but it was in good position and not loose. The spacer was removed on the left-hand side and the end- plates were similarly prepared. Some bone graft was packed medially as well as a small section approximately 1 x 1/4 inch of bmp sponge was placed against the bone graft on the opposite side. With the end-plates prepared and bone graft in place as well as the bmp sponge, the second bone graft was brought onto the field and tap ped into place. The bone grafts were countersunk approximately 2-mm below the anterior vertebral body margin. Similar procedure was repeated at l5-s1. No complications were reported.